Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an unspecified procedure. It was observed during slitting through the hemostasis valve that the knife did not work well. While slitting through the catheter, it was observed that the lead got out of the knife groove. During catheter insertion, dissection was observed.